Manufacturer narrative:
The pad-pak was first installed successfully on the 23rd june 2010 and performed to specification up to the 12th may 2013. Multiple manual power ups mainly of 10 minutes duration were recorded between the 17th may 2013 and the 8th july 2013. The pad-pak became depleted during this time, a further pad-pak was installed which also became depleted. Investigation found the reported fault can be attributed to membrane failure. The 10 minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.